Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis was unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. This case may be re-opened if additional information is received. Suspecting poor registration technique or frame movement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the software tests failed. Patient archives and logs were collected. The probable cause of the issue was the reference frame moving during draping. The system was operating as intended and there were no further issues. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 10 minutes. It was reported that there was an alleged inaccuracy. The site was doing a tumor resection optical, they registered fine with a good registration. The site draped the patient and when they went to navigate after draping they were inaccurate by an inch in the anterior direction. The surgery was completed without the use of the navigation device and there was no impact on patient outcome. Technical services (ts) reviewed the reported issue and the findings were inconclusive. Trace was performed on the back of the head only as it was a prone case. The medtronic representative stated the site verified accuracy after registration and they were accurate superficially, but then inaccurate superficially after draping. The likely cause of the issue is reference frame movement.